Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a calcified and moderately tortuous right anterior and posterior tibial artery. The 2.0mm x 150mm sterling sl balloon catheter was advanced for post- dilation. Inflation was performed once to 6atms. During the second inflation, the balloon ruptured at 12atms. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).